Event description:
Philips received a complaint from the customer on the v60 ventilator indicating an inability to get into diagnostic mode as the navigation ring service portion was down. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer noted that the push button was not working and that the device does not have a navigation ring. The remote service engineer (rse) instructed the customer to open up the user interface (ui) assembly to check that the cable from the ui printed circuit board assembly (pcba) to switch pcba was properly seated. The customer reseated the cable, but the issue remained. The rse recommended replacing the switch pcba for repair and provided the customer with the part number of the replacement switch pcba.

Manufacturer narrative:
Information was received indicating that what caused the issue was that the push button connector had come off. Once the connector was reinstalled, the issue was resolved, and the device operated as intended. The device passed the required performance verification tests per philips standard and was returned to service.